Event description:
The device was explanted due to premature battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
Hospital reported a negative clinitek hcg was reported on a pt urine sample. A serum tested on the same pt result was 4000 units. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant clinitek hcg result.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. The device current drain was tested and found to be normal. The battery was returned to the vendor for further evaluation. The premature battery depletion resulted from an internal battery anomaly.